Event description:
Consumer claims to have been pierced with the inverness ear piercing system, date unk. She sought medical treatment on 11/22/98 for an embedded earring; it was removed and she was prescribed antibiotics.